Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Patient with an ulna fracture was implanted with a 2.7mm locking compression plate (lcp) ulna osteotomy plate on an unknown date. Patient complained of painful hardware and requested hardware removal. Patient was returned to the operating room on (B)(6) 2013 for removal. All hardware was intact and patient had healed. This report is 1 of 7 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lot number, 3073870, could not be validated. The part/lot combination is unknown to the manufacturer. No DHR review is possible. The part was not received for evaluation, therefore further investigation cannot be performed.